Event description:
Tubing was removed from packaging and prepared for use. Roller clamp was engaged to prevent medication from flowing through the tubing. After med bag was spiked and hung at top of IV pole med flowed freely through the tubing and began leaking through tube onto the floor. Rn's immediately lowered bag and raised tubing. Rn's saw the med liquid dripping out of tubing as there was a defect in the tubing. Med bag and tubing placed into biohazard bag. Pharmacy notified of tubing defect which caused loss of much of medication onto the floor. FDA safety report ID # (B)(4).